Event description:
The pt received his scs system, including an ipg, on (B)(6) 2007. It was reported the pt turned his stimulation on by using his device magnet. Shortly after, the pt felt a surge of overstimulation and the ipg turned off. The pt reportedly can no longer turn his stimulation on. The pt also noted the ipg was fully charged the night before the event. According to the MFR's device registration system, the ipg remains implanted. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.